Event description:
It was reported that during reprocessing the da vinci si surgical fenestrated bipolar forceps instrument cable was noted to be bulging and fraying. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the pitch cable was found loose and frayed at the distal clevis hub. Both cable crimps remained in the clevis. Upon removing the housing, the pitch cable was found loose at the clamping pulley, and derailed at the idler block pulley. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.